Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr), implanted pacemaker, and restricted septal leaflets for a triclip procedure. During the procedure, a triclip was introduced to the patient. While testing the clip it was identified that one of the gripper would not descend. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and was cycled again, where the gripper continued to not descend. A new triclip was selected and implanted successfully. An additional triclip was prepared, inserted and placed successfully. While attempting to deploy the clip, there was resistance while pulling on the lock line after approximately 10-15 cm. The deployment continued per IFU. The triclip delivery system was removed while the lock line remained within the patient. After removing the tcds it was possible to remove the lock line while the clip remained implanted successfully. Per the physician, it is believed that a knot had been created on the lock line. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.